Event description:
It was reported no delay. Patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3 h6. Corrected fields: b5, d10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection. This section explains the equipment to prepare before using this product and how to check it. 3.1 preparation and inspection flow this section shows the workflow explained in this chapter. Before use, be sure to perform the preparations and inspections listed below. Also, please check related equipment used in conjunction with this product according to their ``electronic attached documents'' and ``instruction manuals''. If any abnormality is suspected during inspection, take appropriate action according to "chapter 5: if an abnormality occurs." If you find that the endoscope is clearly malfunctioning, do not use it and send it in for repair according to "5.4 when sending the endoscope for repair." Caveat ¿ if an endoscope with a suspected abnormality is used, it may not only malfunction, but may also damage the device or cause injury to the patient or operator. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. During the evaluation the image was not displayed due to damage on the universal cord cable unit. It was observed that water tightness was lost due to deformation of the scope connector, as a result there was a leak in the scope connector. It was also observed that the scope connector had corrosion due to water leakage and the circuit board unit in the scope connector had discoloration due to water leakage. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the angle had play. The water feeding was defective due to a dent in the nozzle and as a result, water removal ability does not meet the standard value. It was observed that the keytop of switch one was damaged. It was also observed that the switch box was deformed. It was observed that the light guide lens was cracked. It was also observed that the light guide tube was wrinkled and deteriorated. Lastly, the light guide bundles were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an enteroscopy procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.